Manufacturer narrative:
Complaint conclusion: as reported, during the preparation of 6 x 20 mm 90 cm saber percutaneous transluminal angioplasty (pta) balloon catheter, air was confirmed although air purge was performed several times. It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was child pulmonary artery (pa). The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device did not prep normally, did not maintain negative pressure. A non-cordis indeflator device was used. The device was not returned for analysis. A device history record (DHR) review of lot 17521200 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during negative prep¿ could not be confirmed as the device was not returned for analysis. The exact cause of the leakage could not be determined. Based on the limited information available for review, concomitant device factors or handling factors may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during the preparation of saber (6 mm 2 cm 90) percutaneous transluminal angioplasty (pta) balloon catheter, air was confirmed although air purge was performed several times. It was unknown how the procedure was completed. The procedure finished successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis as it was discarded at the hospital. The patient¿s information was unknown. The target lesion was child pa. The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The device did not prep normally, did not maintain negative pressure. A non-cordis indeflator device was used.